Event description:
During the procedure, the resolution clip broke. When the clip came out of the catheter, one of the prongs on the clip was detached. The prong was left in the patient. The physician reported that the prong would pass. The procedure was completed with another of the same device with no patient complications. The patient was reported as fine post procedure.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. The cause of the reported observation has not been determined.